Event description:
It was further reported in (B)(6) 2010 the subject presented with chest pressure associated with diaphoresis and nausea. During the index procedure, target lesion #1 was post-dilated with the stent balloon. In (B)(6) 2012, the subject developed chest pain due to exertion; chest pain intensified subsequently and the subject became bradycardic and experienced a syncopal episode. The subject was taken to the emergency department. On arrival to the emergency department, ECG revealed t wave inversion in 1 and l and st segment depression in the anterior v leads. At the time of the event, the subject was taking aspirin and study medication. The subject was advised to discontinue the study medication. A clot was noted in the distal right coronary artery (rca) and was removed with a extraction catheter. Following this, balloon angioplasty was performed and the distal rca was then stented with a 3.0 x 18mm non-bsc stent, with 0% residual stenosis. In addition, attempts to treat the right posterior descending artery (r-pda) with balloon angioplasty were unsuccessful. The site has confirmed that stent thrombosis of the study stents was not noted.

Event description:
(B)(6). Same case as MDR ID# 2134265-2012-05616 and 2134265-2012-05617. It was reported that post coronary stenting treatment procedure, in-stent restenosis, thrombosis, chest pain, and myocardial infarction occurred. In (B)(6) 2010, the subject was diagnosed with non st elevation myocardial infarction (killip classification: unknown) and cardiac catheterization was recommended which revealed three target lesions. Target lesion #1 was a 100% stenosed long lesion located in the mid right coronary artery (rca) and extending to the distal rca. The lesion was 30 mm long with a reference vessel diameter of 2.0 mm and treated with pre-dilatation and placement of a 3.00 x 24 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a 100% stenosed long bifurcated lesion located in the distal rca and extending to the 1st right posterolateral (rpl). The lesion was 30 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement using a 2.75 x 20 mm taxus liberte stent with 0% residual stenosis. Target lesion #3 was a 100% stenosed lesion located in the distal rca. The lesion was 2.75 mm long with a reference vessel diameter of 5 mm and treated with direct stent placement using a 2.75 x 8 mm taxus liberte stent, overlapping proximally with the 3.00 x 24 mm taxus liberte stent (deployed in target lesion #1) and distally with 2.75 x 20 mm taxus liberte stent (deployed in target lesion #2). Residual stenosis was 0%. Two days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject developed chest pain and was hospitalized on the same day. Cardiac enzymes were noted to be elevated, consistent with the protocol definition of mi. The subject was diagnosed with myocardial infarction and cardiac catheterization revealed 30% stenosis in the left anterior descending artery (lad) and 'total occlusion of the distal rca (target vessel) at the posterior descending artery (pda)' with significant clot formation (possible stent thrombosis). The clot was extracted and the distal rca was stented. The event was considered resolved without residual effects and the subject was discharged on aspirin and other antiplatelet medication.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).